Event description:
It was reported during the procedure when delivering the stent into the catheter, there was resistance. When checking, the front part of the stent was found prematurely deployed into the catheter. When removing to replace the device, the subject stent fully deployed in in the hub. The subject stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure when delivering the stent into the catheter, there was resistance. When checking, the front part of the stent was found prematurely deployed into the catheter. When removing to replace the device, the subject stent fully deployed in the hub. The subject stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
D2 product code ¿ corrected. D2 common device name ¿ corrected. D4 gtin - corrected. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned deployed. The sdw (stent delivery wire) was found to be kinked/bent. The stent was found to be deformed. The stent introducer sheath distal tip was found to be damaged. Functional inspection cannot be performed as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after microcatheter was placed and the subject stent was delivered, the stent was not able to be advance because of resistance. The operator checked it and found the distal part of the stent was delivered into the microcatheter and was stuck in the microcatheter. The operator tried to deliver the stent again, but the stent did not advance. After several attempts the stent deployed in the y valve. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The resistance was felt in the hub when the stent was advanced. The stent prematurely deployed while advancing in the catheter. The stent deployed while retracting in the y-valve. The reported events of the stent difficult/unable to transfer, stent difficult/unable to advance or pullback through catheter, stent partial deployment and stent deployed prematurely during retraction/re-sheathing could not be duplicated; however the analysis results are consistent with the reported event and a probable cause of procedural factors will be assigned as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The analyzed damage of the stent deformed, sdw kinked/bent, stent introducer sheath distal tip damaged and stent deployed prematurely during use will be assigned a probable cause of handling damage because this complaint appears to be associated with handling of the product or portion of the